Manufacturer narrative:
E1 initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, the reported problem "upstream occlusion" was reproduced as false air-in-line. A review of the event history log revealed "upstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. The reported condition was verified as air-in-line. The cause was identified to be upstream sensor values out of specification. The upstream sensor will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed upstream occlusion during programming/setup and after clearing the sensor air-in-line shows up. There was no patient involvement. No additional information is available.